Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had high blood glucose and also had over delivery, keypad anomaly. The customer¿s blood glucose level was 29 mg/dl and current blood glucose was 173 mg/dl. The customer was treated with food. The customer stated that the arrow up button had issues. The customer stated that the drive support cap appears normal. The customer alleges pump was over delivering and low blood glucose even after adjust basal. The customer was advised to return the pump and was advised to go to a backup plan per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with intermittent button response due to flattened up and down button dome switch (creased). No button error alarm during testing. No unlocked lcd keypad connector. Device passed self test.